Event description:
Physician reaming patient and approximately 4 cm into tibia, stryker flexible reamer broke on the ball tip guide wire. All pieces accounted for. Ortho manager notified and in possession of reamer.